Manufacturer narrative:
Event date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was wanting to adjust my therapy because the frequency and urgency had increased. Patient said her symptoms changed about 4-6 weeks ago. Patient had talked to the manufacturer's representative friday (B)(6) 2021 over the phone. The representative had her turn the stimulation down because they thought she had it too high, they cut the amplitude in about half. The adjustment did not help. Last week patient kept getting a message to turn the recharge over and scan the serial number and code, but¿needs to go into the micro my therapy application to adjust the settings. Patient thinks she had gone into the wrong application. When she selected the right application it worked. Patient was able to get into the my therapy application and is going to try and adjust her settings to help her symptoms. Additional information was received from the patient. They reported that starting in "like the end of (B)(6), probably (B)(6)," they noticed their frequency and urgency symptoms increased. They were not getting the same results they once were. They were having ongoing issues and were calling today to work on the issues. The patient and their equipment were worked with to sync with the control equipment. They reported they were set on program 3 at 4.5 volts, and stimulation was on. They said when they would make a change, they noticed the feeling of stimulation, but then stopped feeling that. System education information and therapy optimization information were reviewed, and it was recommended they continue working closely with their doctor. The patient thought they had tried program 1. The option to use a diary to track symptoms was reviewed. During the call, they changed to program 2 and increased to 3.7 volts. They stated they could feel stimulation a little bit and wanted to try it there. They planned to monitor their symptom results and continue working with their doctor and program settings if needed.